Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site as well as skin overgrowth on the abutment. On (B)(6) 2015 the patient underwent a procedure to debride the excess tissue around the site. The patient was also prescribed a ten day course of oral antibiotics. The implanted device remains.